Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a driver broke during surgery while final tightening the set screw. The tip was retrieved from the wound. The procedure was completed using alternative instrumentation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
The returned driver was evaluated. The tip was confirmed to have fractured off. The cause cannot be determined as it is not known how much force was being applied to the driver at the time of fracture. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.